Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was experiencing an intermittent shocking or jolting sensation while sitting down. Impedances were checked and were within acceptable limits. The implanted neurostimulator was reprogrammed and the shocking was believed to be resolved.